Event description:
It was reported that the r-waves were undersensing during the sensing test. It was also reported that the sensing appeared to be fine when they are not being tested. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.